Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows a fast fix device. The suture and anchors are not present. The depth indicator was not in the default position. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, all the ts were removed and the procedure was completed with a s&n back-up device. Since there was no significant delay and no alleged harm or other complications to the patient were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix could not be deployed. All ts were removed from the patient. The procedure was completed with a s+n back up device. No significant delay and no other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix cannot be deployed, instruments inside patient. It is unknown how the procedure were completed. All ts were removed. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.